Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated/confirmed. No components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was shutting down without prompt from the use during a sacroiliac and thoracolumbar procedure. The site stated that they brought the system in and closed it around the patient, and were moving the gantry into position when the system shut itself down. It started to reboot itself, and shut down again. This occurred a couple of times. They were in the process of rebooting both the image acquisition system (ias) and mobile viewing station (mvs) when the site called, and when they booted up the system was working again. There was a delay to the procedure of 2 minutes. There was no reported impact on patient outcome.